Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis had indicated that this left ventricular (lv) lead meets all specification for normal lead functionality.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully placed on a viable branch during implant procedure due to a dissection in the coronary sinus (cs). The physician then removed the catheter and lead. The lv port was plugged and scheduled patient for epicardial lead placement. This lv lead was never in service. No additional adverse patient effects were reported.